Event description:
This complaint is from a literature source. The following literature cite has been reviewed: salmons hi, ryan sp, trousdale rt. Intraoperative fracture of a dual modular delta ceramic femoral head during total hip arthroplasty: a case report. Jbjs case connect. 2021 aug 16;11(3). Doi: 10.2106/jbjs.cc.21.00215. Pmid: 34398843. Objective and methods: 39-year-old man with cerebral palsy and hip dysplasia status post right chiari osteotomy received a right total hip arthroplasty (tha). During tha, a delta ceramic head was misaligned on the summit femoral stem taper, but this was obscured by an overlying dual mobility modular polyethylene shell (competitor products). During the impaction of the head onto the taper, a fracture of the ceramic femoral head occurred requiring conversion to a cobalt-chromium head due to slight stem taper damage (which would prevent safe implantation of a second ceramic head). Results: this is the first reported cases of intraoperative fracture of a biolox delta dual modular head. Complications: delta ceramic femoral head was fractured intraoperatively. Summit femoral stem trunnion was slightly deformed during head impaction.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre) was not possible, because the required lot code was not provided.